Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultralink meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 4:30am. The patient stated that she obtained exceptionally high results with one particular vial of test strips (results not provided). The patient manages her diabetes with self-adjusting insulin. The patient stated that she took 4 extra units of novolog insulin on (B)(6) 2015 (time not provided) in response to the alleged product issue. The patient claimed that she developed the symptom of "really low blood sugar" approximately 3.5 hours after the alleged product issue began; however she did not claim to have received treatment. The patient denied that her blood glucose was tested with another device. At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptom doesn't meet lifescan's criteria for a serious injury and he did not receive treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.